Event description:
The user facility reported that the involved angio-seal device was used on a tans arterial valve replacement (tavr) patient. During the deployment the foot plate did not deploy, and the doctor was unable to remove the angio-seal from the patient's groin. A cutdown was needed to remove the device. Additional information received on (B)(6) 2021: the procedure performed prior to use of closure device was a trans arterial valve replacement (tavr) procedure using a 5fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The patient was stable. The blood loss was less than 250cc's. The trans arterial valve replacement (tavr) procedure was successfully completed. The patient did fine and went home the next day.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: materials manager. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to correct section d3, section g1, and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not returned for investigation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).